Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the check button on the infusion device was damaged and no longer functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.